Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR can't be performed as the lot# is unknown. H3 other text : see h.10

Event description:
It was reported that the unspecified bd syringe experienced needle breakage which was noted during use. The following information was provided by the initial reporter: material no.: unknown . Batch no.: unknown. Verbatim: a report was received (B)(6) 2019. On (B)(6) 2019, pharmacy notified that a patient is having a problem getting the needles to stay on the syringes. They state they are twisting to tighten (as they were trained to do), but they are still either coming off or they have had one break on them before they could use it. No missed doses, but patient has asked we give different needles and syringes.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: product quality surveillance senior specialist ¿ commercial complaints. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced needle breakage which was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: a report was received (B)(6) 2019. On (B)(6) 2019, pharmacy notified that a patient is having a problem getting the needles to stay on the syringes. They state they are twisting to tighten (as they were trained to do), but they are still either coming off or they have had one break on them before they could use it. No missed doses, but patient has asked we give different needles and syringes.